Event description:
Covidien received info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.